Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, an issue related to the external flow sensor was observed. The device's external flow sensor cable was replaced to address the issue.